Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to heart attack and stroke on unknown date with unknown blood glucose level. Customer stated they experienced low blood glucose and also seizure. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.